Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for glucose levels are high.

Manufacturer narrative:
During investigation, a tear was observed on the right side of the exposed portion of the soft cannula. A fluid path test was performed, and fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s901usqs8gyk3. Hardware: sm-s901u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Correction to investigation conclusion: the device was received fully deployed. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. During investigation, a tear was observed on the right side of the exposed portion of the soft cannula. A fluid path test was performed and fluid was observed to leak from this observed tear. The exact timing and cause of this tear could not be determined.